Event description:
The tip of the foley catheter broke off in the patient's bladder.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, "the tip of the foley catheter broke off in the patient's bladder. The surgeon discovered the foley on the floor and it was missing the tip. The surgeon preformed an intraoperative cystoscopy to remove the retained catheter tip. The staff stated that the catheter was not pulled or cut by accident. The tip had a jagged edge and did not appear to look cut from any cautery or ligasure device." A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.